Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting in a manner consistent with the low voltage capacitors advisory. Device replacement is recommended. To date, no intervention was done and device remains in service. No adverse patient effects were reported.